Event description:
It was reported that surgeon was doing a left knee surgery on patient using shapematch (case number (B)(4)). Surgeon was using shapematch in conjunction with navigation and applied the femoral block and 3 readings were correct but the valgus angle was reading 9 degrees and when surgeon looked again surgeon noticed that the valgus angle was too extreme and could not be performed in this manner. Surgeon is questioning if the block was manufactured correctly.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.